Event description:
It was reported that the patient had lost consciousness due to hypoglycemia. The patient's blood glucose levels reached 23 mg/dl while wearing the pod. The patient reported he have himself a bolus for dinner and then got distracted before eating. The emergency medical personnel were able to provide the patient with sugar paste. The patient was no admitted to the hospital. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.